Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to emergency medical services due to low blood glucose level. Customer's blood glucose level of 30 and 31 mg/dl at the time of event. Customer was treated with sugar solution, food and intravenously. Customer stated that the insulin pump had motor error alarm. Customer was able to clear alarm. Drive support cap was normal. Customer did displacement test and it was passed. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.